Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during maintenance, the ceramic tip was missing from the resection sheath. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4 (lot #), h2, h3, h6 and h11. Corrected field: d4 (sn). The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found the ceramic tip was broken. Based on the results of the investigation, the ceramic head (insulation beak) failure is a mechanical problem, but the cause of the ceramic head (insulation beak) failure could not be determined. The most likely cause is some kind of excessive force. However, a root cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The following field was updated: d9 and h2.

Event description:
No additional information received from customer.